Event description:
It was reported that the right ventricular (rv) lead dislodged. During lead revision, when the doctor pulled out the lead, the doctor was unable to spin out the spiral. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).